Event description:
It was reported that during a stenting treatment procedure a stent dislodgement and balloon rupture occurred. Vascular access was obtained via the left brachial artery. The greater than 90% stenosed target lesion was located in the ostium of a moderate to mildly severely tortuous and mildly calcified renal artery. The target lesion was predilated with a 6mm x 20mm x 135 cm sterling balloon catheter. A 7.0x19x150cm express sd stent delivery system (sds) was advanced through a non bsc guide catheter and positioned at the renal ostium. An angiogram was performed. During deployment of the express sd stent the stent delivery balloon ruptured and the stent moved off the balloon however; the stent remained on the sds. The sds balloon with the stent was pulled back into the non bsc guide catheter and removed thru the sheath. Another sheath, guide wire and guide catheter were placed and the procedure was completed with another express sd stent successfully deployed at the target lesion. No patient complications were reported and the patients status is listed as fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).